Event description:
A healthcare worker experienced a skin contact burn that lasted two days. The cycle was completed. The burn occurred in the middle of the palm and the affected area became whitish in color with irritation. The physician treated the affected are with an anti-burn ointment.